Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported the following blood glucose data: (B)(6). The patient reported the adhesive lifted and folded under the pod causing the cannula to bend. The pod was worn between 36 and 48 hours on the abdomen.

Manufacturer narrative:
The returned device was evaluated and no kinks or bends were present on the soft cannula. The download data showed no significant increase in pulse width. The distal tip of the soft cannula was manually occluded and no leaks were present. The device was returned without the adhesive pad, so the reported event could not be determined.